Event description:
The doctor reports that the implants failed due to peri-implantitis and were removed. Doctor reports that the procedure was not concluded by placing another implants. Doctor reported pain and inflammation.

Manufacturer narrative:
Zimvie complaint number (B)(4). D4: unique identifier (UDI) number not available. D10. Concomitant medical products . Xifnt3211, osseotite tapered certain implant 3.25 x 11.5mm lot 2014041728 x 2. Xifnt3210, osseotite tapered certain implant 3.25 x 10mm lot 2013091110. Fnt485, full osseotite tapered implant 4 x 8.5mm lot 2014041728. Fnt410, full osseotite tapered implant 4 x 10mm lot 2013041967 x 2. Fnt485, full osseotite tapered implant 4 x 8.5mm lot 2013101287. H6: event problem codes ¿ patient code: 1932 inflammation. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.